Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's battery charger/modem was not properly detecting inserted battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (not detecting battery packs) was confirmed. Upon investigation, the battery charger/modem was unable to recognize inserted battery packs. The cause for the failure was isolated to contamination of the battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the battery board. The patient received a replacement battery charger/modem.